Event description:
A pt allegedly died from burns sustained when a non-stryker oxygen inflated mattress used on top of the 1501 ignited while the pt was being defibrillated. It was reported that the hosp was treating a pt with a gun shot wound to the head when the pt coded. The pt was allegedly on a 1501 stretcher with a non-stryker oxygen filled air mattress on top of the stretcher mattress. When staff members attempted to defibrillate the pt the oxygen mattress allegedly ignited. It was reported that the stretcher mattress did not burst into flame but did start to smolder.